Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on (B)(6) 2017, during a laparoscopic sleeve gastrectomy procedure, the device was unable to fire, handle could not be squeezed, 4th reload had a poor staple formation. For 5th reload, the reinforced material also broke, leading to an incomplete staple line, jaws off the device locked on tissue and was resolved with scissors. A new handle and reload were used in order to complete the case. No patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. Visual inspection of the first returned reload noted that the reinforcement material was torn from the still anchored, distal suture. Visual inspection of the second returned cartridge revealed that the second reload distal cartridge side suture was only secured on one end and the reinforcement material was not fully anchored. The sutures used to anchor the reinforcement material have a maximum exposure time of 576 hour or 24 days. Once this maximum exposer time has been exceeded, suture properties may change and result in suture release. Functionally both reloads were loaded into a pmv instrument and applied to test media with proper staple placement and media transection. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of the observed condition can be caused by excessive manipulation of the reload during use which can cause the reinforcement material to tear and/or detach. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.